Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes off during brushing / was barely able to get the head, including the metal pin, out of mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that for the second time, the brush head of the oral-b power oral care refill precision clean came off during brushing with an oral-b rechargeable toothbrush, version unknown every time. The consumer stated that he or she was barely able to get the head, including the metal pin, out of his or her mouth. No symptoms developed.